Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Attempts are being made to have the product returned. Event device code is addressed in package insert. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred another country.

Event description:
Orig surg date: 2006. Allegedly on approx two months later, a patient fell down at a rest room and had a dislocation. The surgeon found out disassociation of the bipolar cup and the femoral head on x-rays when a closed reduction was applied for this patient.